Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device jaws could not be re-opened while applied to a ligament and the knife is reported as protruding from the jaws. The surgeon manually removed the instrument from the patient's tissue. The surgeon opened a new device in order to continue the procedure. There was no patient injury reported.